Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced hyperglycemia with a highest blood glucose of approximately 300 mg/dl for about eight hours, during which the device alerted for high glucose; the user attributed the event to stress and later performed a complete supply change after which glucose returned to range, and replacement infusion set supplies were shipped to prevent a shortage. Symptoms included feeling woozy. Outcomes included no need for outside assistance and no medical intervention. Investigation included device history review and user interview. Investigation of this case revealed no device malfunction reported and a probable use or physiological factor, with resolution after supply replacement. It was concluded that the event was consistent with hyperglycemia of unclear cause, with device function not contradicted by available information. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.